Event description:
Additional information received reproted that the old device event was ¿pump stopped alarm occurred,¿ and the new device event reported as "pump end of service.¿

Event description:
As previously reported pump stopped alarm occurred and a loss of usual analgesia occurred.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider noted the following performance issue occurred: inconsistent drug distribution. The pump was explanted on (B)(6) 2013. The reasons for product return were noted to be for disposal, death, and evaluation, though a cause and date of death were not provided. It was later noted that the patient was alive, and the death was reported by mistake. They noted the patient experienced a loss of usual analgesia on (B)(6) 2013 at the time that the pump stopped alarm occurred.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The pump passed all non-destructive lab testing. A motor stall recovery was in the logs. After analysis was performed, nothing significant was found that may have caused the motor to stall. (B)(4).

Manufacturer narrative:
Manufacturer report 3004209178-2013-06829, filed on (B)(4) should have had an aware date of (B)(4) 2013.

Event description:
Outcome noted as resolved without sequelae, resolve date (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), product type catheter; product ID 8711, lot# n 126188005, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. The two stalls occurred on (B)(6) 2013 from 1342 to 1349, and 1509 to 1526. At the time of the event, the patient was at home and reportedly not using any electronics. The caller reported the patient had a 'moderate' increase in pain, and that no withdrawal symptoms were present. The pump was delivering clonidine, prialt and dilaudid.